Manufacturer narrative:
Testing of actual/suspected device: during a preventative maintenance (pm) service, the getinge field service engineer (fse) identified blood ingress in the unit, with blood traces in the electronic components, the unit was fully functional otherwise. There was nothing unusual identified in the logs, but as a precautionary measure the fse replaced the executive processor board and then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The full name of the initial reporter that is abbreviated is (B)(6). The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6), biomed.

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), it was observed that the unit had a blood spill ingress within the grill above the battery 1 bay into the executive board and the electrical components. There was no patient involvement, and no adverse event reported.

Event description:
N/a.